Event description:
Caller states patient tested 36 mg/dl on inform system 1. Patient was treated with dextrose 50% (d50); 15 minutes later patient tested 68 mg/dl on inform system 1. 15 minutes later patient tested 66 mg/dl on inform system 1, and 186 mg/dl on inform system 2. These results were obtained within 10 minutes of each other. Patient did not require further medical treatment. Comfort curve test strips were used with both inform systems. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551535, expiration date 06/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.